Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device battery had dropped from 2.5 years to 5 months in a span of 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was gradual increase of power consumption during the past year. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was scheduled for replacement. Subsequently, this device was explanted and replaced with a new device. There were no adverse patient effects reported.

Manufacturer narrative:
Revision to fields e1 initial reporter title, initial reporter first name and last name and e3 occupation. This supplemental report has been created to capture additional information and information correction. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Manufacturer narrative:
Revision to fields e1 initial reporter title, initial reporter first name and last name and e3 occupation. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device battery had dropped from 2.5 years to 5 months in a span of 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was gradual increase of power consumption during the past year. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was scheduled for replacement.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device battery had dropped from 2.5 years to 5 months in a span of 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was gradual increase of power consumption during the past year. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to fields e1 initial reporter title, initial reporter first name and last name and e3 occupation. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device battery had dropped from 2.5 years to 5 months in a span of 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. There was gradual increase of power consumption during the past year. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was scheduled for replacement. Subsequently, this device was explanted and replaced with a new device. There were no adverse patient effects reported.